Event description:
Healthcare professional reported a left side "pain in the left breast" and "showing signs of intra and extracapsular rupture", "observing hypoechoic nodular images", "prosthesis with irregular contours and internal septations" and "signs of free silicone in the lower quadrants". Device remains implanted.

Manufacturer narrative:
Email continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported a left side "pain in the left breast" and "showing signs of intra and extracapsular rupture", "observing hypoechoic nodular images", "prosthesis with irregular contours and internal septations" and "signs of free silicone in the lower quadrants". Device remains implanted.